Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, it was noted that implantable cardioverter defibrillator performed an inappropriate shock due to far p wave oversensing by the right ventricular lead(rv lead). Programming changes were performed to resolve the incident. The patient returned to clinic due to receiving another inappropriate shock. Interrogation showed the rv lead exhibited failure to capture and varying p wave sensing amplitude. No interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.